Event description:
Reporter stated that back to back tests performed (within 10 min. Of each other) on the pt's ss meter using separate finger sticks were 200 and 35mg/dl. No symptoms were reported. Pt did not have supplies to do control test. Lfs rep reviewed cleaning procedures and importance of using control solution with the pt's caretaker. The meter was replaced. There was no allegation of harm.